Manufacturer narrative:
(B)(4). Insulin pump passed self-test, and displacement test. Insulin pump was programmed with test minilink and the glucose sensor simulator. However, insulin pump unable to communicate with test guardian link (x) transmitter glucose sensor simulator, problem isolated to electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had no communication between transmitter and insulin pump. Customer stated that sometimes insulin pump had no communication with meter. Customer tried with changing transmitter but issue did not resolved. No harm requiring medical intervention was reported. The device was returned for analysis.